Event description:
It was reported the patient was doing fine until last week when they had two trips to the emergency room. It was noted the patient was given intravenous pain medications and was sent home during the first trip to the emergency room. It was further noted the patient¿s second trip to the emergency room was via the ambulance. The reporter stated their pain was so bad. The reporter further stated the emergency room healthcare professional gave the patient four vials of pain medications, so they were stabilized and sent home. It was noted the patient stated that no one from neurology came to see the patient in the emergency room. It was further noted the patient was having another CT scan and another blood test tomorrow. The reporter stated their first blood test showed infection. The reporter stated they did not have this much pain before implant and they wanted their system removed immediately.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).